Event description:
It was reported that the patient underwent a tlif to implant the interbody device at l4/5. The cage reportedly backed out post op. The surgeon believed that the size of the cage may have been too small. The revision surgery was performed approximately a month post op to replace the cage. The patient reportedly was doing well after the revision surgery.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 2990822, was cleared in the united states.